Manufacturer narrative:
On 05-jun-2024, mentor received additional information about the event: - it was reported that the during explantation surgery, the complaint device appeared to be intact. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). - the patient had both breast prostheses explanted and they were replaced with mentor smooth round high profile 380cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. D6b explantation month, day, and year: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 350cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via a physical exam. As a result, the patient is scheduled to undergo explantation on (B)(6) 2024.

Manufacturer narrative:
On 03-jul-2024, the mentor failure analysis lab received the device for evaluation. On 04-jul-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, it was suspected that the patient¿s breast prosthesis had deflated. It was later discovered that the explanted device appeared intact upon removal. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).